Event description:
Technician alleged that the brakes are not holding, the brake casters roll when the brakes are engaged. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.